Manufacturer narrative:
Problem code captures the reportable event of  fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva (tm) ID laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a moses 120 laser console. According to the complainant, during preparation, there were three kinks noted on the laser fiber inside the sealed package upon inspection. The procedure was completed with another flexiva (tm) ID laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures the reportable event of-¿ fiber broke. Investigation results the fiber was returned broken into three pieces. The first piece measured approximately 74.8 cm from the top of the connector to the break. The second piece measured approximately 147.1 cm from break to break and the third piece measured approximately 95 cm from break and includes the entire distal tip. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 02:37 pm CT.the report number is being corrected from: 3005099803-2018-61954 to: 3005099803-2018-60244.

Event description:
It was reported to boston scientific corporation on august 10, 2018 that a flexiva (tm) ID laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a moses 120 laser console. According to the complainant, during preparation, there were three kinks noted on the laser fiber inside the sealed package upon inspection. The procedure was completed with another flexiva (tm) ID laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.